Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. As a poorly dilating pupil is a contraindication and the doctor performed the treatment despite the patient¿s constricting pupil, the cause of the reported event can be attributed to user error. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up the reporter indicated at eight days post laser assisted cataract surgery the patient was using a topical non-steroidal anti-inflammatory drop.

Event description:
A surgeon reported to a company representative, during laser assisted cataract surgery of the right eye the patients pupil was small and began constricting as the procedure began. The laser hit the edge of the iris causing the iris to bleed and constrict down further. The surgeon completed the surgery manually and was able to control and clear the bleeding, completing the case without further complications. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).